Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 513 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with reviewing their insulin pump settings and the customer found that the cannula was bent. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The insulin pump will not be returned for analysis.